Event description:
Malpositioned patellar component. The replacement was placed latterally, the patella would not tract correctly. An all poly component was inserted and lateral reinacular release performed.